Event description:
Leaking catheter with bubbles on aspiration from the red port. Evaluation for hole in catheter was requested. A large slice in the catheter just outside the tunnel site causing air upon aspiration of the red port and a leak outside of the catheter. Catheter exchanged over the guidewire.